Event description:
It was reported that customer experienced malfunction message on pump, although no specific details or blood glucose information were provided. There was no reported adverse impact to the customer¿s blood glucose level. Distributor noted that pump later started, charged, and was recognized by computer with historical record of malfunction on earlier date, device was planned for return for further evaluation, and customer received replacement pump.